Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, the patient developed a rash, redness, inflammation, blisters, drainage, a lump, pus, and an infection under the sensor patch. The patient had itching and burning sensation in the area and the skin was warm to touch. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2024, the patient consulted a physician who prescribed an oral sulfamethoxazole-trimethoprim medication (bactrim ds) for the infection. At the time of the follow up report the wound had already healed. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: health effect - clinical code - e1803 nodule.